Manufacturer narrative:
The insulin pump was monitored and no unexpected alarms were noted. No cosmetic damage was noted. The insulin pump passed the selft test.

Event description:
It was reported that the customer had a readback error and comunication error on the in the insulin pump. The cusotmer's blood glucose level was unknown mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).